Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. Patient stated she was in the hospital for a week from copd stuff, unrelated to the implant. Patient stated not being able to get it charged right away due to the circumstance. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the inability to charge was not resolved. The patient added that they need to ?charge? Every 24-48 hours as it discharges when not in use. No patient complications were reported.